Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 161 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they received a motor position encoder error alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase; unable to complete the functional testing including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify e70 alarm in the alarm history screen due to motor error alarm. The insulin pump had cracked reservoir tube lip.